Manufacturer narrative:
Mw5042886.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that since (B)(6) 2014 there had been multiple volume discrepancies. The following volume discrepancies from past refill appointments were recorded: (B)(6) 2014, the expected residual volume (erv): 4.8ml; actual residual volume (arv): 6.75ml. In (B)(6) 2014, the erv: 10ml; arv: 9.2ml. In (B)(6) 2014, the erv: 4.8ml; arv: 7.75ml. In (B)(6) 2014, the erv: 4.7ml; arv: 8.0ml. The most recent volume discrepancy was the erv: 7.0ml, arv: 2.9ml. A dye study was performed; the cause of the discrepancy was unknown. The patient had pain in an unspecified location. The manufacturer¿s representative was not aware of any other medication that the patient was taking at the time of the event. It was noted that the patient¿s daily dose was increased by 10% from 16.5mg to 18.283. The patient was receiving effective therapy and the plan was to continue to monitor the patient and to perform any other necessary procedures as needed. The patient was alive with no injury. The pump was used to infuse morphine. Additional information received reported that on the patient¿s last refill ((B)(6) 2015), the erv was 3.8 ml, and the arv was 8.0 ml. He received an increase in his daily dose of 10% and his new daily dose was 20.119 mg/day. The patient continued to have increased pain. The reporter discussed with the hcp that perhaps the patient was getting a positional kink in the catheter and the hcp agreed. All the pump logs appeared normal. At that time nothing definitive had been decided, but a possible catheter revision/replacement reportedly might be in order. Additional information received reported that the patient's pump was refilled on (B)(6) 2015. The erv was 6.4ml, and the arv was 10 ml. A decision was made at that time to change the patient to a minimal flow rate and supplement with oral medication. The patient was hospitalized later that day due to withdrawal type symptoms (exact symptoms were not known). The hcp turned the patient's pump back to simple continuous and a daily dose of 20.119 mg/day on (B)(6) 2015. The hcp indicated that the patient was at home and doing well; his pain was under control once again.

Event description:
Additional information received from the patient's spouse, reported that for the last 12 months (as of (B)(6) 2015), the pump had been malfunctioning; it was leaving too much medicine in the pump, that should have been going into their back. Additionally, as of (B)(6) 2015 (reported as "now"), the patient was in severe pain and was having withdrawals. The patient's spouse was afraid for the patient's life and did not know where to turn for help. (Previously reported as "patient was at home and doing well," as of (B)(6) 2015).